Event description:
Information was received from a consumer regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. It was reported the patient's pump alarm went off but it sounded different than the patient had heard from their three prior pumps. The patient knew it should not have been a refill alarm (different sound) because they had just had it refilled. The patient noted the pump had been implanted two years prior so it shouldn't have been a battery alarm. The patient had no idea why the alarm went off. The patient had narcotic withdrawal symptoms within four hours. The oral narcotic methadone (for the nerve damage in the patient's legs, which the fentanyl in the pump didn't help much to decrease) ameliorated the withdrawal symptoms until the patient saw their doctor. According to the program memory, the motor had stalled. The patient noted it was able to reset once, running for a short time. It was noted the pump stalled again and couldn't reset itself according to the program readout. The doctor at that time couldn't get it to reset in the office either. They contacted the manufacturer who noted it needed to be replaced as soon as possible. The patient noted they were told to reprogram the pump at its lowest rate, less than what the patient had been receiving. For several months the patient's anesthesiologist's office kept telling the patient that they couldn't find a surgical center to where the removal and re-implant could take place. The patient noted the pump alarm would go off approximately hourly. A year and a half ago the patient had no problems getting around and being self sufficient. The patient noted they couldn't stand very long without their cane. It was noted twenty feet was about their limit for walking and it was fifty times that before all that happened. The patient noted their "quality of life really sucks." The patient noted they had been thrown into withdrawal without warning without any alarm sounding. The event date was unknown.